Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that they could not connect a heater wire plug into a bc051 single-heated breathing circuit. Upon inspection, the hospital noticed that the heater wire pins were bent. The hospital reported that the bent pins were discovered prior to patient use.

Manufacturer narrative:
(B)(4). The bc051 is not sold in the USA, but it is similar to a product which is sold in the USA. The 510(k) for that product k020332. Method: the returned breathing circuit was visually inspected for damaged heater wire pins. Results: one of the inspiratory limb heater wire pins was bent. There was no other damage to the breathing circuit. A lot check revealed no other complaints of this nature for lot number 100108. Conclusion: all breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to bend the heater wire pins during use if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were bent during production or by the end user. Bent pins do not preclude ventilation of the patient, but prevent the heating of the gas delivered. (B)(4).